Event description:
Caller alleged discrepant results with the meter compared to the lab. Patient a self-tester went to his doctor¿s to get tested and he brought his own meter/strips. Patient¿s inratio reading lower than doctor¿s inratio. Results as follows: on (B)(6) 2012: patient¿s inratio (different lot) inr = 3.4. On (B)(6) 2012: patient¿s inratio (lot #271135) inr = 2.3, doctor¿s inratio (lot unknown) inr = 4.5. Tests were done within five minutes of each other. Patient¿s therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.